Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system experienced an issue where medication quantities were inaccurate between the reports. A technical support specialist (tss) identified that the medication was present in the external return bin on both devices. The customer was advised to empty the bin, after which the medication would no longer appear in the reports, resolving the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, experienced an issue where medication quantities were inaccurate between the reports and the server. Reports indicated that stock was available, while at the machine level the medication showed as stocked out (0) and appeared as stocked out on the server. There were no adverse events or injuries reported based on this event.